Event description:
During the operation, when the doctor did the patency test, a leak in the valve was found.

Manufacturer narrative:
(B) (4). The valve was patent, but did not pass leak testing due to a large hole in the side of the delta chamber. The precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.